Manufacturer narrative:
Alleged failure: tip broke off. Probable root cause: inadequate window profile, inadequate welding process, improper material strength, inadequate size selected for the application, material brittleness , excessive force applied by the user. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that that the tip broke. All pieces were retrieved and the procedure was completed successfully.